Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-05769. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. While the IFU/training manuals specific to this complaint event are not listed in the technical summary, review of the instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this event. The content adequately provides warnings and instructions for use regarding the reported event. Imagery of the patient's anatomy was provided. Moderate calcification of the access vessel and tortuosity were present, as well as undersized regions (patient's access vessel size was 5mm vs. 5.5 mm minimum luminal diameter requirement for use of 14f esheath). The technical summary that applies to this event establishes, through extensive complaint investigations, that events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, inability to advance system components through sheath, leading to vascular dissection and additional surgery was unable to be confirmed as the complaint unit was not returned for evaluation nor device imagery provided. Available information suggests patient factors (calcification, tortuosity, undersized vessels) likely contributed to the event as all were present in the imaging evaluation and reported in salesforce. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Similarly, tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.

Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-05769.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 23mm sapien 3 ultra resilia valve, patient had a celt arterial closure device on the right and borderline diameters for a 14f sheath. The team used the 16 dilator and then got the 14f sheath in with minimal difficulty. They used viperslide in the sheath before putting the delivery system in but had a lot of resistance pushing the valve through the sheath. Upon pushing, the left ventricular wire position was lost and the team had to take everything out and put in a new 14f sheath and delivery system and valve. They had to push hard again to put get the 23 mm valve in but got it through the sheath. After successful deployment, the team took out the sheath and had no flow past the right iliac. Vascular surgery came in and stented the right iliac and did an endarterectomy at the right femoral. Per follow-up, there was some difficulty inserting the first sheath into the patient, and though the dissection was only noted once the picture was taken of the flow at the end, thus the exact timing is not known and the field clinical specialist stated it was likely when they were trying to push the first sheath in or the first valve through.